Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break was occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon a 2.50 x 28mm promus element stent delivery system (sds) was advanced to the lad. When the physician pulled back the delivery system, the shaft of the stent was broken and shaft fragments was left inside the patient. The physician used a gooseneck snare device to remove the remains with success. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a break at the midshaft 21mm distal to the midshaft bond. The midshaft was severely damaged with kinks and a stretched section at the break point. The port was torn. The tear extended distally over a length of approximately 2cm. This damage is caused by the guidewire, most likely during withdrawal of the device or during partial removal of the guidewire. The distal part of the guidewire remained lodged inside the wire lumen however without exiting the tip. The guidewire was kinked at various locations and had been cut approximately 40cm from the tip. Blood was visible inside the inflation lumen indicating that the break occurred during the procedure allowing blood to enter the inflation lumen. The stent had detached and was not returned for analysis. The balloon wings were folded and the balloon appeared to have been inflated and properly deflated at time of the event. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break was occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon a 2.50 x 28mm promus element stent delivery system (sds) was advanced to the lad. When the physician pulled back the delivery system, the shaft of the stent was broken and shaft fragments was left inside the patient. The physician used a gooseneck snare device to remove the remains with success. The procedure was completed with a different device. No patient complications were reported and the patient&#62688;status is stable.